Manufacturer narrative:
Investigation found out that the guide catheter was detached and bent in several locations. Push catheter, pull wire, and stent were noted to be kinked and bent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device therefore, the most probable root cause for this event is 'operational context.' A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage placement procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the physician attempted to release the stent. The physician strongly pulled the sheath, and the guide catheter at the tip of the device detached. The detached piece of the guide catheter was removed from the patient using forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the guide catheter was detached and bent in several locations. Push catheter and pull wire were noted to be kinked and bent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device; therefore, the most probable root cause for this event is 'operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage placement procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the physician attempted to release the stent. The physician strongly pulled the sheath, and the guide catheter at the tip of the device detached. The detached piece of the guide catheter was removed from the patient using forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. Reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage placement procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the physician attempted to release the stent. The physician strongly pulled the sheath, and the guide catheter at the tip of the device detached. The detached piece of the guide catheter was removed from the patient using forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.